Manufacturer narrative:
E1- occupation: urology coordinator. G4 - PMA/510(k) #: exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During a ureteroscopy, it was reported the basket of an ncircle tipless stone extractor broke off while trying to remove a stone; some of the wires were broken. The device was tested prior to use and a laser was used during the procedure. The user required an additional device of the same type to remove the device from the patient and successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4 - primary UDI number, d8, h6: medical device problem code (annex a), h6: component code (annex g). Investigation ¿ evaluation, during a ureteroscopy, it was reported the basket of an ncircle tipless stone extractor broke off while trying to remove a stone; some of the wires were broken. The device was tested prior to use and a laser was used during the procedure. The user required an additional device of the same type to remove the device from the patient and successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. Three of the basket wires were broken and the two wires that connect the basket to the handle were broken proximal of the basket cannula. All basket assemblies are pull tested during manufacture. Cook has concluded that the device was manufactured to specification. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify any potential non-conformances prior to distribution. A review of the device history record found that one device from the lot did not pass quality control inspections; however, the affected product(s) was scrapped prior to release from cook. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precautions. The device is conductive. Avoid contact with any electrified instrument. Do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the basket separation could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.